Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the equipment used in the procedure was functioning as designed. The representative reported that the imprecision was suspected to have occurred due to use error.

Event description:
A site representative reported that, while in a spinal fusion, an imprecision occurred when utilizing a siemens arcadis orbic system alongside the navigation system for an image acquisition. The reported issue occurred when utilizing a spine clamp on the c1/c2 vertebrae. Another image acquisition reproduced the reported issue. The site reported that a third image acquisition with a mayfield clamp and a cranial reference frame produced an accurate image acquisition and the site completed the procedure. There was a reported delay to the procedure of more than 1 hour due to this issue.